Manufacturer narrative:
The device was returned and analyzed. The returned device had a damaged connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the torque wrench broke off after tightening the atrial lead. Two subsequent wrenches were attempted and neither would disengage the set screw. The physician attempted to remove the atrial lead from the device and it required that the lead be cut. The patient is in permanent atrial fibrillation (af) and therefore the atrial lead is not needed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.